Event description:
It was reported that balloon rupture occurred. A 5.0mmx20mmx80cm sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured at 8 atmospheres. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.